Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful stent deployment at the target site, the outer sheath of the delivery system broke from the delivery handle during retraction through the introducer sheath. The sheath was removed from the body with the outer catheter still inside the sheath without complications. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device revealed that the stent had been deployed in the patient and that the inner assembly of the grip had become detached. Adhesive residues were found on the joint leading to the conclusion that high force must have been present during removal of the system from the patient. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy which can lead to increased friction during removal of the device from the patient. In this case, the vessel was reported to be tortuous and calcified. This kind of event also may be related to wrong transportation or storage of the device which might have negative influence on the glued joint. The uv bonding of the subject components is tested during device assembly and based on the device history record review, the results met the specifications. Based on the information available, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risks. Regarding correct storage, the IFU states: "store in a cool, dark, dry place. Storage temperature should not exceed 60°c." Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."